Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they thought something was wrong and they were trying to use the patient programmer to check the implantable neurostimulator (ins). The patient meets with their health care provider (hcp) and they check the ins once a month. Normally, the patient does not do a check. The patient wanted to check the ins because they could tell something was wrong and they could feel it. The patient could not see correctly, ¿you look in the sun and then go in a dark house.¿ the patient knew they did not see right and they noticed it in their head. The pain the patient experienced had not come back in their arm, but it took a while or the pain to come back. During troubleshooting, the patient saw the position programmer screen. After another attempt, the patient was able to see on and okay. The symptoms had started the day of this report and the patient was going to follow up with their hcp. The patient¿s indication for use is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.